Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. It was found that the mobile view station (mvs) did not start up. The system database was restored from a back-up, and the issue was resolved. No parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) application would not start during system boot-up. There was no patient present when this issue was identified. No additional details were provided.